Manufacturer narrative:
The following sections could not be completed with the limited information provided. Concomitant medical products: item name: nexgen precoat stemmed tibial lcck, item number: (B)(4), lot number: 61351058. Item name: nexgen stem offset 11 mm x 100mm, item number: (B)(4), lot number: 61315854. Item name: palacos g + r bone cement, item number: ni, lot number: ni.

Event description:
It was reported the patient was revised due to fractured safety screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface identified gouges and wear on the component. The tibial component and stem extension were also returned (still assembled together) with the threaded portion of the fractured locking screw assembled to the stem extension. The other piece of the locking screw was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. The tibial component and articular surface are compatible however compatibility of all implants could not be checked as the part number of the femoral component is unknown. Per the nexgen cr, ps, cra, and lcck package insert, fracture of the devices is a known risk of this procedure. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Sem analysis of the lcck screw fracture inside the offset stem showed that the screw was fractured due to torsional overload. The additional information provided by sem analysis was reviewed and it does not change the previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.